Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software delivered too much insulin via an automatic correction bolus. Customer's blood glucose was approximately 80 mg/dl. No additional patient or event information.